Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the event and should not have been reported. The initial report was submitted in error and should be voided.

Event description:
It is reported that the patient is being considered for a revision; however the reason for the revision is unknown.